Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a abdominal aortic aneurysm. Aneurysm size was not reported, the vessels were tortuous and had little calcification. It was reported that the access vessels had not been assessed in planning due to a poor contrast run on the planning CT. The surgeon was aware the right external iliac vessel was tortuous. The surgeon advanced the delivery system through the reia with great difficulty. The device reached the aortic bifurcation. At this point the patient's blood pressure dropped. The surgeon suspected a reia rupture. He withdrew the device to repair this and at this point the device looked kinked but not unduly considering the vessel it had been advanced through. Once the reia was repaired the rep advised the surgeon to try and straighten the delivery catheter with his fingers to straighten the wire lumen inside prior to attempting to advance it again. This proved unsuccessful and we were unable to track the device up the wire. A new device was used successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (vessel trauma, kink, access failure). Patient's condition affected effectiveness of device (anatomy related; tortuous access vessels). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; tortuous access vessels).